Manufacturer narrative:
The ev1000 heart reference sensor (hrs) was manufactured november 25, 2014 and review of the device history record supports that there were no non-conformances noted during the manufacture of the device which could be related to the customer's complaint. Examination of the returned device confirmed that the output did not change when the hrs sensor was displaced to > 15" and < 15" vertically from the bladder. Further investigation revealed that the hrs exhibited a broken circuit board. The root cause of the damage to the circuit board was consistent with abrupt whipping motion of the hrs, which would result in the circuit board breakage.

Event description:
It was reported that during use of the ev1000 heart reference sensor (hrs), an error measurement occurred. The hrs zeroed without any problems. The numbers correlated with the arterial line and cuff. When the patient was turned slightly to the left, there was a difference in the mean arterial pressure (map) of 10mmhg. The hrs was then adjusted to the correct level; however, the map did not change. The edwards sales representative was present to help troubleshoot. Subsequently, the hrs was placed next to the transducer, and again, there was no change. The anesthesia associate then placed the hrs at floor level and the pressures did not change, but they should have increased drastically. The hrs unit was exchanged and the case proceeded without any further issues. No patient injury was reported.